Event description:
It was reported by the patient that the implantable pulse generator (ipg) moves when the patient lies on their sides. The patient said the ipg stands up on end when they lay on their side. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
Follow up with the clinic found that the patient had been seen after the initial report and the positioning concerns were addressed. The device was checked and functioning normally and no intervention was needed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).